Manufacturer narrative:
Analysis was performed by onsite service personnel which included parameter simulation and usage verification. The results of the analysis confirmed the nibp measurement was incorrect. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. The issue was resolved by replacing the nibp cuff and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that during testing of the device, it was identified that the non-invasive blood pressure (nibp) measurement was incorrect. The device was not in use on patient at time of event, there was no adverse event reported.